Manufacturer narrative:
Device evaluated by manufacturer: the promus select ous mr 16 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. The product mandrel was still in place and was removed with no issues noted. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified a break in the mid shaft at approx. 10.3 cm proximal to the guidewire port.

Event description:
It was reported that device separation occurred. A promus premier select was selected for use if treatment in a coronary procedure. During preparation when the safety mandrel was being removed it was observed to be stuck within the promus premier select stent delivery system. The mandrel was pulled card and the promus premier select stent delivery system broke in two pieces. No patient complications were reported.

Event description:
It was reported that device separation occurred. A promus premier select was selected for use if treatment in a coronary procedure. During preparation when the safety mandrel was being removed it was observed to be stuck within the promus premier select stent delivery system. The mandrel was pulled card and the promus premier select stent delivery system broke in two pieces. No patient complications were reported.